Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).

Event description:
It was reported that during a lap anterior resection, the harmonic made a solid error tone - no error came up on the screen. Trouble shooting was followed but still just a solid error tone. Went to change disposable and the blade tip came off. There was no patient consequence.